Event description:
It was reported by the getinge fse that during maintenance the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) configuration data did not have all the pcbs indicated on the display. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, b5, d9 (return to manufacture date), g3, g6, h2, h6 (problem code, health impact code), h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
During the 6 month maintenance had discovered the configuration data did not have all the pcbs indicated on the display. Also had found the upper display bezel and the lower display bezel were fractured/cracked. The drive manifold test was failing vacuum pressure.